Event description:
Device malfunction: kink in shaft of recovery catheter, difficult to remove filter, detachment from source. Symptoms/ae: foreign body. Time of symptoms/ae: during the procedure. It was reported that during a stenting procedure of the right internal carotid artery in 2006, there was difficulty removing the filter basket. The accunet was placed with some effort as the aorta was very tortuous. A 5 f non-abbott catheter was advanced through a 6f non-abbott sheath and the sheath was advanced to the common carotid artery. During the stent advancement, the sheath prolapsed into the aortic arch. The embolic protection device (epd) was not able to be removed as there was a kink in the shaft of the recovery catheter and the system could not be removed without removing the introducer sheath. A larger coronary catheter was used to retrieve the epd and the recovery catheter. The physician was able to retrieve the epd into the recovery system but unable to bring both back into the sheath because of the kink in the shaft of the recovery device. It was felt that the kink may have occurred when pulling the recovery catheter back into the shuttle through the very tortuous vessel. The physician was ultimately able to retrieve the device. The pt was discharged home the next day. No additional information is available.

Manufacturer narrative:
Evaluation summary: quality assurance (qa) analysis revealed that the recovery catheter 2 (rc2) was returned advanced over the accunet. The accunet filter basket was expanded and deployed 5.5 cm distal to the distal end of the rc2 recovery catheter. A non-abbott guiding sheath was returned with blood visible. There was blood visible in the filter basket and rc2 recovery catheter. There was no visible contrast. The strain relief tubing and luer were detached and separated from the shaft of the rc2 recovery catheter 1.5 cm distal to where the strain relief tubing would normally be located. The detached strain relief tubing and luer were not returned. There were two kinks in the rc2 recovery catheter shaft 28.7 cm and 59.5 cm proximal to the tip of the recovery catheter. There were three bends in the rc2 recovery catheter shaft 50.0 cm, 74.0 cm and 129.5 cm proximal to the tip of the recovery catheter. There were two kinks in the filter basket guide wire 39.0 cm and 133.5 cm proximal to the tip of the guide wire. There was no other damage noted to the accunet. There was no other damage noted to the rc2 recovery catheter. Qa attempted to retract the filter basket into the returned rc2 recovery catheter; and was able to retract filter basket up to the radiopaque markers. The rc2 recovery catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.